Event description:
The customer reported the 2800 system would not boot up due to a faulty surge suppressor pc board. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor and the printed circuit board were replaced. The system was tested and operates as intended.